Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified the 'off' button on the review module intermittently fails to power down the system. However, the fse was able to shut down the system at the m cabinet instead of the console desk. To resolve this issue, fse replaced the review module and returned to philips for further analysis. The analysis confirmed the malfunction in the review module and identified the button, joystick, handle, switch was not working correctly, missing anti slip and the image forward button was failed. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to power off, preventing a reboot of the system. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.